Event description:
An operator error in loading the tubing into the pump resulting in the patient not receiving the medication as inteded. On 10/26/2005, at an unspecified time, the primary line of the pump was programmed to deliver lactated ringers at a rate of 83ml/hr. The secondary line was programmed to deliver 1gm of ancef at a rate of 100ml/hr. After 2 hours, the nurse returned to the patient's room and noted the medication had not been delivered. The customer contact reported that, "the pump never alarmed. No fluid infused, the bag was still full and the piggyback was still hanging." Reportedly, the pump display did not increment to indicate that any volume was infused. Upon opening the pump door, the nurse found the green clamp was in the slot, but the tubing was not completely inserted into the base of the green slide clamp. The tubing was correctly reloaded into the same pump and the therapy was restarted. There were no adverse patient effects. Though requested, no add'l info was provided.